Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2(unmark company representative). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the problem stemmed from electrical load or stress accumulating due to energization of the electrical circuit board, including electrical parts mounted on it, within the video connector embedded in the distal end of the endoscope. Static electricity may have been accidentally applied, or overcurrent may have flowed while the system was powered on. Consequently, the electrical connection temporarily deteriorated, negatively impacting the stability of the image signal output. This instability may have led to a fault in the electrical circuit board within the video connector. Furthermore, the application of overcurrent may have been caused by connections/disconnections while the system was powered on, overcurrent from other devices and electrical wiring, or the adhesion of dust and moisture to the electrical contacts within the system and the video connector. However, a definitive root cause could not be determined. The instruction manual states the inspection method associated with the event in instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the deflectable videoscope color tone of the image changed. The issue occurred during a laparoscopic colorectal therapeutic procedure. The procedure was completing using a similar device. There were no reports of patient harm associated with the event.